Event description:
Eri alert was confirmed via remote monitoring. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2024 the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.